Event description:
Report received of a complete tubing separation with minimal blood loss. A pt was receiving an unspecified IV fluid for hydration. The extension tubing set was connected to a primary set. Reportedly, at some point during the infusion, the extension set completely separated at the junction between the distal end of the tubing and the male luer solvent bond. There was a minimal amount of blood loss reported. The tubing set was changed, and the infusion was resumed. There was no reported adverse pt effect. No medical interventions were required. According to the customer contact, the pt received blood transfusion, but it was not due to the reported complaint of tubing separation. Though requested, no additional info was available.